Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a functional loss of capture was noted during atrial pacing and episodes of oversensing due to crosstalk were observed. Atrial lead dislodgement was suspected to be the cause of the crosstalk. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.